Manufacturer narrative:
Investigation of the customer issue included a review of the complaint data, abbott field service representative evaluation, service history review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fse) completed troubleshooting of the instrument. The fsr cleaned clogged cuvette washer nozzles. The fsr deemed the clogged/obstructed nozzle pairs the likely cause for the issue. There were no additional discrepant results reported on this analyzer after the nozzles were cleaned. A review of the analyzer service history was performed and it revealed no additional occurrences of discrepant results nor did it identify any additional service or complaint issues that may have contributed to this issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number (B)(4) was identified.

Event description:
The customer indicated that a falsely elevated sodium result was generated while using the architect c16000 analyzer. The customer provided the following data (normal range 136-150 umol/l): on (B)(6) 2018: initial sodium result: 163 (not reported out of the laboratory), retested: 141 no impact to patient management was reported.